Event description:
It was reported that balloon rupture occurred. The greater than 50% stenosed target lesion was located in the mildly tortuous and non calcified common iliac vein. After deployment of a wallstent, two xxl esophageal balloon catheter with the size of 18-6/5.8/75 were advanced for post-dilatation. However, during the first inflation at 4 atmospheres near the edge of stent, the balloons ruptured. The devices were completely removed from the patient and the procedure was completed with a different device. No complications were reported and the patient's status was stable.